Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon kit was missing from the box. There was no reported injury to the patient.

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon kit was missing from the box. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned as only the lid of the iab box folded. No other contents was returned for evaluation. A product evaluation could not be performed due to the incomplete return of the product. We were unable confirm the reported "missing component (iab kit)" problem, due to the returned condition of the product; we only received the lid of the box and no other contents of the box were available for review. A lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab) therapy, the balloon kit was missing from the box. There was no reported injury to the patient.